Event description:
Nurse reported antibiotic (secondary) taking too long to infuse using the b braun pump. Actually infusing far longer than programmed time. Nurse checked to make sure settings were correct and confirmed that they were. Unable to determine if secondary is being filled with fluid from primary or if secondary is failing to drip properly. Packaging not saved since tubings have been in use for a couple of days. Pump and tubing sent to biomed for testing. Biomed tested the pump and tubings. The sequestered IV was tested & verified to meet manufacturer specifications; including volume delivery. B braun notified of the incident.